Event description:
A nurse grabbed a flush and realized it was empty before using it. Manufacturer response for flush, (brand not provided) (per site reporter). We are sequestering affected product and notifying bd customer service right now.